Event description:
It was reported that the pt was complaining about no longer hearing with his audio processor on. He was seen by his hearing aid dispenser who confirmed a no output condition. In 2009, the pt underwent revision surgery. According to the surgeon the fmt was no longer attached to the round window, but when opening the wound the surgeon accidentally sectioned the cable and therefore had to replace the implant. The pt was re-implanted on the same day.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.